Event description:
During procedure we hooked up the vapr hand piece and it did not work.manufacturer response for electrode, vapr integrated handpiece electrode (per site reporter).====================== called and spoke with local rep.